Event description:
It was reported that a malfunction code, specifically malf 0, appeared on the customer's device. There was no reported impact to the customer's blood glucose level, as the effect on the level was unknown or declined to be answered. The customer was assisted by technical support to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappears, which the customer acknowledged and understood.